Event description:
Tm notified of a patient fall via email. The alarm did not properly sound when the patient fell, confirmed to be the alarm belt itself (new belt was tested afterwards). Customer can return the original alarm belt, stated it was currently wet. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
The visual finding observed the sensor belt was received inside a zip-lock bag, and was soaking wet with alcohol. Also, noted was discoloration on the foam strap. Evaluation found the sensor belt did not trigger to activate the unit to sound when the belt was disengaged due to water ingress. After the sensor belt was left outside the zip-lock for several days allowing the material to become completely dry, the sensor belt worked properly indicating that water ingress was the cause of the belt for not triggering as intended. The instructions for use document (B)(4) rev b warning section states, if hook-and-loop straps become wet, alarm may not sound. Excess moisture may prevent sensor from activating, increasing risk of injury. If straps become wet, discontinue use until completely dry. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).